Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and quality control tests had acceptable results. A general reagent problem was ruled out because calibration and quality control are acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable urea nitrogen results from the cobas 8000 c702 module. The initial result was 8.9 mg/dl and was reported to the doctor who requested a repeat as it was not related to the patient's symptom. The repeat results were 128.8 mg/dl, 130.9 mg/dl with a data flag, and 131.1 with a data flag. The questionable result was reported outside the laboratory. The reagent lot number was 409687 with an expiration date of 29-feb-2020.